Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping, even when not menstruating"), device breakage ("only able to remove the left micro-insert and part of the right micro-insert; thus, a portion of the right micro-insert remains in fallopian tube/ inability to remove the second essure micro-insert") and dermal cyst ("cyst on left breast") in a 27-year-old female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from 2003 to (B)(6) 2010. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2015, the patient experienced the first episode of weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal problems"). On (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("only able to remove the left micro-insert and part of the right micro-insert; thus, a portion of the right micro-insert remains in fallopian tube/ inability to remove the second essure micro-insert"), abdominal pain lower ("severe lower abdominal pain"), back pain ("lower back pain, even when not menstruating"), dyspareunia ("painful intercourse"), skin discolouration ("patches of skin resembling burn marks"), blister ("blisters"), pruritus ("itching / itching- hands"), the second episode of weight decreased ("weight loss"), dry skin ("dry patches on the skin"), skin lesion ("lesions"), dermal cyst (seriousness criterion medically significant) and bladder pain ("bladder area pain"). The patient was treated with surgery (underwent a bilateral salpingostomy and attempted to remove the essure on (B)(6) 2016), surgery and surgery (removal of cyst). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, device breakage, complication of device removal, abdominal pain lower, back pain, dyspareunia, skin discolouration, blister, pruritus, fatigue, anxiety, the last episode of weight decreased, dry skin, urinary tract infection, depression, rash, skin lesion, tooth disorder, dysmenorrhoea, dermal cyst, pelvic pain, gastrointestinal disorder and bladder pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder pain, blister, complication of device removal, depression, dermal cyst, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, pelvic pain, pruritus, rash, skin discolouration, skin lesion, tooth disorder, urinary tract infection, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: physician was only able to remove the left micro-insert on (B)(6) 2016. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Pfs- patient some symptoms resolved but not all bea=cause the entire device was not removed. Still have pain on right side and occasional panic attacks. Current weight 200.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: events-"dry patches on the skin, infection (bladder/urinary tract/vaginal) type: urinary tract infections, depression, rashes, lesions, dental problems, dysmenorrhea (cramping), cyst on left breast, pain, gastrointestinal problems, weight loss ,bladder area pain", reporter, lot number, concomittant condition added from pfs. On 1-mar-2018: medical records: only reporter information updated. Processed with fu 02. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping, even when not menstruating"), device breakage ("only able to remove the left micro-insert and part of the right micro-insert; thus, a portion of the right micro-insert remains in fallopian tube/ inability to remove the second essure micro-insert") and dermal cyst ("cyst on left breast") in a 27-year-old female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from 2003 to 1-may-2010. Concurrent conditions included obesity. On (B)(6), 2010, the patient had essure inserted. On the same day, the patient experienced tooth disorder ("dental problems"). On (B)(6), 2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6), 2015, the patient experienced the first episode of weight decreased ("weight loss"). On (B)(6), 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6),2016, the patient experienced gastrointestinal disorder ("gastrointestinal problems"). On (B)(6), 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("only able to remove the left micro-insert and part of the right micro-insert; thus, a portion of the right micro-insert remains in fallopian tube/ inability to remove the second essure micro-insert"), abdominal pain lower ("severe lower abdominal pain"), back pain ("lower back pain, even when not menstruating"), dyspareunia ("painful intercourse"), skin discolouration ("patches of skin resembling burn marks"), blister ("blisters"), pruritus ("itching / itching- hands"), the second episode of weight decreased ("weight loss"), dry skin ("dry patches on the skin"), skin lesion ("lesions"), dermal cyst (seriousness criterion medically significant) and bladder pain ("bladder area pain"). The patient was treated with surgery (underwent a bilateral salpingostomy and attempted to remove the essure on (B)(6),2016, surgery and surgery (removal of cyst). Essure was removed on (B)(6), 2016. At the time of the report, the abdominal pain, device breakage, complication of device removal, abdominal pain lower, back pain, dyspareunia, skin discolouration, blister, pruritus, fatigue, anxiety, the last episode of weight decreased, dry skin, urinary tract infection, depression, rash, skin lesion, tooth disorder, dysmenorrhoea, dermal cyst, pelvic pain, gastrointestinal disorder and bladder pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder pain, blister, complication of device removal, depression, dermal cyst, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, pelvic pain, pruritus, rash, skin discolouration, skin lesion, tooth disorder, urinary tract infection, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: physician was only able to remove the left micro-insert on 23-nov-2016. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Pfs- patient some symptoms resolved but not all bea=cause the entire device was not removed. Still have pain on right side and occasional panic attacks. Current weight 200.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in may 2010: confirming full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6),-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping, even when not menstruating"), device breakage ("only able to remove the left micro-insert and part of the right micro-insert; thus, a portion of the right micro-insert remains in fallopian tube/ inability to remove the second essure micro-insert") and dermal cyst ("cyst on left breast") in a 27-year-old female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from 2003 to (B)(6) -2010. Concurrent conditions included obesity, hand dermatitis, painful urination, acute cystitis, suprapubic pain, acute gastroenteritis, multigravida and lower abdominal tenderness. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2015, the patient experienced the first episode of weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain / right lower pelvic"). On (B)(6) 2016, the patient experienced gastrointestinal disorder ("gastrointestinal problems"). On (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("only able to remove the left micro-insert and part of the right micro-insert; thus, a portion of the right micro-insert remains in fallopian tube/ inability to remove the second essure micro-insert"), abdominal pain lower ("severe lower abdominal pain"), back pain ("lower back pain, even when not menstruating"), dyspareunia ("painful intercourse"), skin discolouration ("patches of skin resembling burn marks"), blister ("blisters"), pruritus ("itching / itching- hands"), the second episode of weight decreased ("weight loss"), dry skin ("dry patches on the skin"), skin lesion ("lesions"), dermal cyst (seriousness criterion medically significant), bladder pain ("bladder area pain"), abdominal distension ("bloating"), scratch ("scratching sensation") and panic attack ("occasional panic attacks"). The patient was treated with surgery (underwent a bilateral salpingostomy and attempted to remove the essure on (B)(6) 2016 and surgery (removal of cyst). Essure was removed on 23-nov-2016. At the time of the report, the abdominal pain, device breakage, complication of device removal, abdominal pain lower, back pain, dyspareunia, skin discolouration, blister, pruritus, fatigue, anxiety, the last episode of weight decreased, dry skin, urinary tract infection, depression, skin lesion, tooth disorder, dysmenorrhoea, dermal cyst, gastrointestinal disorder, bladder pain and panic attack outcome was unknown, the rash was resolving, the pelvic pain outcome was unknown and the abdominal distension and scratch had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder pain, blister, complication of device removal, depression, dermal cyst, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, panic attack, pelvic pain, pruritus, rash, scratch, skin discolouration, skin lesion, tooth disorder, urinary tract infection, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: physician was only able to remove the left micro-insert on (B)(6)-2016. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Pfs- patient some symptoms resolved but not all bea=cause the entire device was not removed. Still have pain on right side and occasional panic attacks. 6 coils were noted on the right. The left ostia were then cannulated with the essure device which was then deployed after which the introducer was removed. 10 coils were noted on the left current weight 200.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes on (B)(6) 2015 , patient underwent for CT abdomen pelvis wo con and the impressions are moderately dilated stomach; borderline dilatation of the small bowel, liquid content of the colon suggestive of diarrhea. Please correlate clinically to exclude symptoms of mild nonspecific enterocolitis. Otherwise,unremarkable unenhanced exam. Nonvisualized appendix. No secondary signs of appendicitis. On (B)(6) 2015 , patient underwent for us pelvic complete and impressions are normal-appearing uterus and ovaries. No ovarian cyst, mass or significant free fluid. Iud in place. On (B)(6) 2016 patient underwent for us abdomen limited and impression are no gallstones in the gallbladder. The liver is normal. The pancreas is unremarkable. Patient also underwent for CT abdomen pelvis wo con and results are no acute findings. No distention or inflammation of bowel loops. No ascites concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2018: pfs and mr received, reporter added, event added are as follows- abdominal distension, scratching sensation and panic attacks. Concomitant condition added, lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping, even when not menstruating"), device breakage ("only able to remove the left micro-insert and part of the right micro-insert; thus, a portion of the right micro-insert remains in fallopian tube/ inability to remove the second essure micro-insert") and dermal cyst ("cyst on left breast") in a 27-year-old female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera from 2003 to (B)(6) 2010. Concurrent conditions included obesity, hand dermatitis, painful urination, acute cystitis, suprapubic pain, acute gastroenteritis, gravida ii and lower abdominal tenderness. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2010 to (B)(6) 2016, escitalopram since (B)(6) 2016 and triamcinolone since (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2010, the patient experienced dermal cyst (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). On (B)(6) 2015, the patient experienced pruritus ("itching / itching- hands"), dry skin ("dry patches on the skin"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections"), rash ("rash or skin conditions - type: rashes"), skin lesion ("rash or skin conditions - type: lesions"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain / right lower pelvic"). On (B)(6) 2016, the patient experienced gastroenteritis ("gastrointestinal problems/gastroenteritis"). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems - condition: anxiety") and depression ("psychological or psychiatric problems - condition: depression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("only able to remove the left micro-insert and part of the right micro-insert; thus, a portion of the right micro-insert remains in fallopian tube/ inability to remove the second essure micro-insert"), abdominal pain lower ("severe lower abdominal pain"), back pain ("lower back pain, even when not menstruating"), dyspareunia ("painful intercourse"), skin discolouration ("patches of skin resembling burn marks"), blister ("blisters"), bladder pain ("bladder area pain"), abdominal distension ("bloating"), scratch ("scratching sensation") and panic attack ("occasional panic attacks"). The patient was treated with surgery (removal of cyst and underwent a bilateral salpingostomy and attempted to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, device breakage, complication of device removal, abdominal pain lower, back pain, dyspareunia, skin discolouration, blister, pruritus, fatigue, anxiety, dry skin, urinary tract infection, depression, skin lesion, tooth disorder, dysmenorrhoea, dermal cyst, pelvic pain, gastroenteritis, weight decreased, bladder pain and panic attack outcome was unknown, the rash was resolving and the abdominal distension and scratch had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder pain, blister, complication of device removal, depression, dermal cyst, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, gastroenteritis, panic attack, pelvic pain, pruritus, rash, scratch, skin discolouration, skin lesion, tooth disorder, urinary tract infection and weight decreased to be related to essure. The reporter commented: physician was only able to remove the left micro-insert on (B)(6) 2016. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Pfs- patient some symptoms resolved but not all bea=cause the entire device was not removed. Still have pain on right side and occasional panic attacks. 6 coils were noted on the right. The left ostia were then cannulated with the essure device which was then deployed after which the introducer was removed. 10 coils were noted on the left. Current weight 200.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: confirming full occlusion of fallopian tubes. On (B)(6) 2015, patient underwent for CT abdomen pelvis wo con and the impressions are moderately dilated stomach; borderline dilatation of the small bowel, liquid content of the colon suggestive of diarrhea. Please correlate clinically to exclude symptoms of mild nonspecific enterocolitis. Otherwise,unremarkable unenhanced exam. Nonvisualized appendix. No secondary signs of appendicitis. On (B)(6) 2015, patient underwent for us pelvic complete and impressions are normal-appearing uterus and ovaries. No ovarian cyst, mass or significant free fluid. Iud in place. On (B)(6) 2016 patient underwent for us abdomen limited and impression are no gallstones in the gallbladder. The liver is normal. The pancreas is unremarkable. Patient also underwent for CT abdomen pelvis wo con and results are no acute findings. No distention or inflammation of bowel loops. No ascites. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet received. Event verbatim was updated as gastrointestinal problems / gastroenteritis. Onset date of event pruritus and skin lesion were updated. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping, even when not menstruating") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage ("only able to remove the left micro-insert and part of the right micro-insert; thus, a portion of the right micro-insert remains in fallopian tube/ inability to remove the second essure micro-insert"), complication of device removal ("only able to remove the left micro-insert and part of the right micro-insert; thus, a portion of the right micro-insert remains in fallopian tube/ inability to remove the second essure micro-insert"), abdominal pain lower ("severe lower abdominal pain"), back pain ("lower back pain, even when not menstruating"), dyspareunia ("painful intercourse"), skin discolouration ("patches of skin resembling burn marks"), blister ("blisters"), pruritus ("itching"), fatigue ("chronic fatigue"), anxiety ("anxiety") and weight decreased ("weight loss"). The patient was treated with surgery (underwent a bilateral salpingostomy and attempted to remove the essure on (B)(6) 2016). At the time of the report, the abdominal pain, device breakage, complication of device removal, abdominal pain lower, back pain, dyspareunia, skin discolouration, blister, pruritus, fatigue, anxiety and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, blister, complication of device removal, device breakage, dyspareunia, fatigue, pruritus, skin discolouration and weight decreased to be related to essure. The reporter commented: physician was only able to remove the left micro-insert on (B)(6) 2016. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2017: update on medwatch info fields (product problem). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.